Event description:
During routine testing of the device at the service center, the service technician reported the ball plungers were rusted. This calibrator was originally returned for repair due to a "cf08" error code failure when the rusted ball plungers were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.